Manufacturer narrative:
Sample and centrifugation data were not supplied. System check and qc info on the date of the event were not supplied. A field service engineer (fse) was on-site in 2008: fse noted that the mixer pulley and tensions were dirty and were not moving freely and replaced both of them. The fse verified repair per established procedures. Although hardware issues were addressed by the fse, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the access 2 immunoassay system for one pt. Customer tested a sample for accutni and obtained a result of 0.70 ng/ml. Upon repeat, this sample gave 2 results of 0.02 ng/ml. The erroneous result was reported outside of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.